Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had a 3117 code, indicating a crossover circuit fault. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26oct2018. Date of received by manufacturer: 25oct2018. No parts were returned to philips for evaluation, therefore a root cause could not be established.